Event description:
During heart catheterization, the dye chamber would not keep refilling itself and had to be manually refilled multiple times. Air was caught before entering the patient and there was no harm to the patient. Manufacturer response for IV tubing, merit custom manifold kit (per site reporter): this frequently occurring problem was reported by clinical manager of cath lab. Merit confirmed other facilities have had similar problems and a voluntary recall of certain lot numbers will be instituted.